Event description:
It was reported that the hospital was using either a thoracentesis or pneumothorax kit. After the procedure the clinician was disposing of the sharps. He had put the needles in the grey foam, not in the red safety device because he thought he would need to use them again. In removing them from the grey foam holder for disposal he stuck himself. Follow up information received on (B)(6) 2012 states this occurred when using a thoracentesis kit. The physician had to have tests as per policy to assess for exposure to blood born pathogens. None have been identified to date.

Manufacturer narrative:
(B)(4). Sample will not be returned.